Manufacturer narrative:
H6: investigation: a device history record review was completed for provided lot number 200124. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained sample needles were assembled with an emerald syringe. None of the samples displayed signs of clogging and liquid could be drawn up normally. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during the injection. The following information was provided by the initial reporter: "decapeptyl-cr -nl- needle obstructed, no injection possible (no missed dose)' "pharmacist was notified by general practitioner that he had difficulties injecting a patient with decapeptyl cr 3.75. He had prepared the injection for use and noticed a clear homogeneous liquid. He used the green needle from the package but he then experienced a lot of resistance during the injection. He then inserted a new needle (from his own) and this went well. The needle specifications of his own needle was 21gx1.5, so this is the same type of needle as the green one in our package."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during the injection. The following information was provided by the initial reporter: "decapeptyl-cr -nl- needle obstructed, no injection possible (no missed dose)' "pharmacist was notified by general practitioner that he had difficulties injecting a patient with decapeptyl cr 3.75. He had prepared the injection for use and noticed a clear homogeneous liquid. He used the green needle from the package but he then experienced a lot of resistance during the injection. He then inserted a new needle (from his own) and this went well. The needle specifications of his own needle was 21gx1.5, so this is the same type of needle as the green one in our package."